Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: none, serial#: (B)(4), implanted: (B)(6) 2016, explanted: none, product type: lead. Product ID: 977a260 lot#: none, serial# (B)(4), implanted: (B)(6) 2016, explanted: none, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-aug-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 03-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that for the last 8 months they had been having problems with their implanted neurostimulator (ins).  They explained that the ins charge level would deplete really quick and other times the ins charge level would stay charged at the same level for days.  The patient confirmed they hadn't increased intensity, but the ins would deplete at different rates.   They reported hurting so bad and they would have "accidents".  They also felt like they wanted to vomit because their second lead went to their feet.   When walking, their foot felt like it was asleep.  Their doctor wants the ins replaced in (B)(6) of 2021.